Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was torn. The delivery system introducer sheath was kinked/buckled. The distal seal of the delivery system introducer was damaged. The analyst noted the introducer was returned without the dilator. The sheath of the introducer was kinked at 2.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a revision procedure where a leadless implantable pulse generator (ipg) was implanted two introducers were unable to draw back blood and only air was drawn in, even when the introducers were moved back a bit. The introducers were attempted/not used and replaced. It was further reported that the two introducers were returned to the manufacturer, analyzed and both tested out of specification. No patient complications have been reported as a result of this event.